Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection and functional leak testing were performed. The visual inspection identified that there was fluid inside the housing of the device. The device was filled with green colored water and the device was monitored for a day. The green water was observed to be coming from the side of the bladder crimp. This issue is currently being addressed through a CAPA. A batch review was conducted and it was found that during manufacturing, there was a leak observed during functional testing. After subsequent sampling, it provided evidence that the lot met acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked ¿inside of the bottle and also outside of the bottle¿. This occurred near the end of infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.